Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic chole procedure, the device was leaking. When there was a 10mm device inserted in the trocar, the leak was slow, but when they changed the device to a 5mm instrument, the leak was significant. The case was completed with the device. There was no pt consequence.